Event description:
It was reported that there was a white floating particle in a two day infusor. This was noted before patient use. The device had been filled with vancomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13n005 was manufactured from december 3, 2013 to december 4, 2013. Visual inspection was performed and white, floating particulate was observed in the device. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.